Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This was observed during use of the devices for pd therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter and remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.